Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 large capacity with needle biopsy forceps was used in the duodenum during a oesophago-gastroduodenoscopy (ogd) procedure performed on (B)(6) 2017. According to the complainant, the patient experienced melena after the procedure and went to the ER. Additionally, it was reported that there were no issues noted on the device at the time of procedure.